Event description:
It was reported that this right atrial (ra) lead exhibited an out of range atrial pace impedance measurement greater than 3000 ohms. A boston scientific representative recommended that the lead be assessed in person. This lead remains in service. No adverse patient effects were reported.